Manufacturer narrative:
Additional information: analysis of the returned device shows that the lower surface of the setscrews is showing deformation of the central pointing tip and worn peripheral surface, lower surface almost fully worn due to multiple contacts with the rod. No pre-existing defect was found on the returned implants which could be responsible of the event. The exact cause of the setscrew loosening and rod slippage cannot be determined with the provided information.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was discovered that the rods had migrated and the screws had backed out. A revision surgery was done to replace the hardware. No further details are known at this time.

Manufacturer narrative:
(B)(4): the device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.